Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-12-03. H6: investigation summary our quality engineer inspected the sample submitted for evaluation. Bd received one un-retracted unit with its original packaging. The original needle cover and second q-syte were not returned. Upon visual inspection of the received unit it was found that the needle tip appeared to be damaged and appears to be shinier than the rest of the needle, which possibly indicates a contact with a hard surface. There was no foreign matter observed on the unit. A microscopic inspection of the needle tip was performed. It was found that the tip of the needle has been significantly damaged. The reported issue for the needle defect was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that bd nexiva¿ closed IV catheter system - dual port 22 ga 1.00 in contained foreign matter. The following information was provided by the initial reporter: "material no: 383532 and batch no: 0147311. It was reported that the customer can't insert needle into skin, dull bevel, looks like clear plastic over the bevel. Verbatim: can't insert needle into skin, dull bevel, looks like clear plastic over the bevel was not able to insert the IV".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd nexiva¿ closed IV catheter system - dual port 22 ga 1.00 in contained foreign matter. The following information was provided by the initial reporter: "material no: 383532, batch no: 0147311. It was reported that the customer can't insert needle into skin, dull bevel, looks like clear plastic over the bevel. Verbatim: can't insert needle into skin, dull bevel, looks like clear plastic over the bevel was not able to insert the IV"